Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle when the needle was withdrawn from the subcutaneous tissue it was detached from the syringe and fell in the ground and became bent. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle when the needle was withdrawn from the subcutaneous tissue it was detached from the syringe and fell in the ground and became bent. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that when the needle was withdrawn from the subcutaneous tissue it was detached from the syringe and fell in the ground and became bent, in other cases, when the shield was removed the needle detached from the syringe. The returned syringe was examined and exhibited a detached cannula. The loose cannula was also returned with the syringe. The loose cannula was observed to be bent. The syringe was tested and the hub assembly did not detach from the barrel when the shield was removed. A review of the device history record was completed for batch# 4251523. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted for the above listed batches during production of finished batch# 4251523. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle detached and bent cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates). Investigation conclusion: 1) incomplete adhesive cure - uv bulb intensity is insufficient, belt speed through the uv oven is too fast (current controls: in-process inspections, preventive maintenance plan & process parameters have been validated). 2) syringe re-use - multiple injections with the same syringe can cause too much pressure on the needle (current controls: single use device per IFU). Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.